Event description:
The clinician reports the implant was inserted on (B)(6) 2025 in ada 8. Details of surgery: immediate extraction site. On 2025-06-09, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.